Event description:
It was reported that the patient presented to the emergency department for an unknown reason. It was noted that the patient received an inappropriate shock due to the right ventricular (RV) lead. Programming changes were made. The patient remained in stable condition.